Event description:
A 46 year old male patient contacted lifecor customer support to report that one of his battery packs would not fully insert into the monitor. He tried the other battery and received the same result. Support sent the patient a replacement monitor.

Manufacturer narrative:
Monito. Device eval summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned connector. The connector was repaired. The monitor was retested and then restocked. The damaged connector on the monitor was replaced. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.